Event description:
The patient was an av access case. The viabahn 5mm x 2.5cm device was planned to be implanted in the upper arm. The device was placed in the correct position using a guide wire. The physician then began deploying the device. About 1cm of the device was deployed when the deployment string became stuck. The physician was unable to deploy the device any further. The physician then ballooned the vein and decided to take no further action. The patient was doing fine following the procedure. The device and sheth were discarded by the user facility.